Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and inspected the fiber optic connector, but was not able to duplicate a loose connection, and noted the fiber optic module was functioning to factory specifications. The stm replaced the display as a precautionary measure due to the flickering stated by the customer. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during the initial set up of the cs300 intra-aortic balloon pump (iabp) the fiber optic connector was loose. It was later reported that the display was flickering and the customer believed the cause was the fiber optic connector. There was no patient involvement and no adverse event was reported.